Event description:
It was reported that the patient experienced pain or discomfort in the lower back area slightly above the buttocks when walking or standing. It was noted that the patient had recent falls on the right side of the implant. The physician prescribed pain medication.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in (B)(6) of 2025.

Event description:
It was reported that the patient experienced pain or discomfort in the lower back area slightly above the buttocks when walking or standing. It was noted that the patient had recent falls on the right side of the implant. The physician prescribed pain medication. Additional information was received that the patients fall was not device related. Program optimization was performed and was successful. The patient was doing well.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in august of 2025.